Event description:
During device follow-up performed on (B)(6) 2011, follow-up data stored in device memory (aida), were not available for review.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.